Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Prior interrogation of the right ventricular (rv) lead revealed high capture thresholds and low r-wave sensing. During the revision procedure on (B)(6) 2021, fluoroscopy imaging performed revealed that the rv lead had perforated the heart. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.